Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the hose of the device had a hole, which was observed during surgery. No injuries were reported to have occurred, however, it is unknown if medical intervention was necessary. There was no additional info provided.